Event description:
It was reported that a patient underwent "dorsal stabilisation surgery at levels th8-s1". At an unknown time post-op, the implant was broken. A revision surgery is planned. "It is unknown whether the broken parts of implant were still in patient body or not."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Updated information reported that two rods were broken and that patient underwent a revision and only one rod was replaced. No further details are known at this time.

Event description:
Updated information reported that two rods were broken and that patient underwent a revision and only one rod was replaced. No further details are known at this time.

Event description:
Correction: only one rod was broken and replaced. The rod broke in two places. Two rods were not broken.